Event description:
Ous MDR - an increase in the pacing threshold to 3.0 v at 1.5 ms pulse width occurred in (B)(6) 2012, together with a pacing impedance >3200 ohm. Sensing was unremarkable in this situation. After consultation with the treating cardiologist, the following measurement values were transmitted for the performed f/u: (B)(6): impedance 625/646 ohm, (B)(6) 2010: impedance 646 ohm, (B)(6) 2011: impedance 665 ohm, pacing threshold 06v at 0.4ms, (B)(6) 2011: impedance 1120 ohm, pacing threshold 1.8v at 0.4ms, (B)(6) 2012: impedance 1570 ohm, pacing threshold 2.2v at 0.4ms, (B)(6) 2012: impedance 2300 ohm, pacing threshold 2.1 at 1.0ms, (B)(6) 2012: impedance >3200 ohm, pacing threshold 3.4v at 1.0ms. This lead was capped and the associated pacemaker was explanted and replaced.

Manufacturer narrative:
Ous MDR.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the existing production documents and the supplied device data. The manufacturing process for this lead was reviewed. The production documents did not show any anomalies that could be connected to the complaint. All manufacturing steps had been carried out correctly. The supplied device data from (B)(6) 2012 were analyzed. The analysis confirmed the ventricular impedance values ">3200 ohm" and the increased pacing threshold measurement values described in the complaint. In summary, there is no indication of a manufacturing error. Based on the data provided for analysis, the cause for the clinical observation could, however, not be determined.